Manufacturer narrative:
(B)(4). The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. The cause of the touchscreen crack was unknown. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer had an alternate form of insulin therapy available.